Event description:
Due to pocket erosion, a pocket revision was performed on this patient. After the procedure was complete, it was noted that this device could not be interrogated. It was also noted that this device did not exhibit a magnet response. Unsuccessful troubleshooting was performed to try to get this device to interrogate. Due to the inability to communicate with the device, along with the lack of a magnet response, it was recommended that this device be explanted. This device has not yet been returned. On (B)(6) 2011 - as of this date, the device remains implanted with an explant procedure scheduled for (B)(6).